Event description:
Event description boston scientific received infomration that a pacer-dependent patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead experienced pacing inhibition for several seconds while sleeping. It was also reported that noise was observed on the ventricular rate/sense channel only during this episode. It was noted that this patient has a CPAP machine for sleep apnea and that the pacing inhibition could not be recreated with non-invasive maneuvers.